Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a slight decrease in pacemaker longevity. The power consumption was noted to be elevated at the previous follow-up and thought to be due to atrial fibrillation (af). This condition had not changed at the most recent follow-up. One difference is that there was a small increment in power consumption noted since the last follow-up, as the signal artifact monitor was actively monitoring the high rate of af. Programming options were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.